Manufacturer narrative:
Additional information: no conclusion code available. During the session in the field, the device depleted from greater than eri to less than eol rapidly and triggered a power-on reset, which forced the device to enter hardware backup mode. The device¿s current draw was measured in the lab was normal. Functional testing was performed on the device and the device was normal. The cause of the battery anomaly could not be determined.

Event description:
The device was unable to be interrogated due to the device going into back up mode. Premature battery depletion was suspected and the device was explanted. The patient is in good conditions with no adverse consequences.